Event description:
It was reported that during a vats wedge procedure, on the second firing of the device the staple line was great. When removing the gold cartridge from the device the plastic part of the cartridge broke in half and the metal sled detached and remained in the anvil side of the jaws. No pieces fell into the patient. The device was swished and reloaded with another gold cartridge. The device was fired and the staple line looked great. When removing the cartridge, the metal sled of the device remained in the anvil side of the jaws. No pieces fell into the patient. There were a total of five firings and everything was fine with three out of the five firings. The same gun was used for the entire case, but was not saved. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results showed that two ecr60d cartridge reloads were received. Cartridge (a) ecr60d was received fully fired and broken in half. Additionally the cartridge pan was noted to be bent at proximal end. Cartridge (b) ecr60d was received fully fired and with the cartridge pan detached. No functional test could be performed due to the condition of the reloads. While no conclusion could be reached as to how the reload (a) became broken or the cartridge pan damaged and dislodged from reload (b), it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).